Event description:
It was reported that during an arthroscopic shoulder stabilization, the left curved distal tip of the suture hook separated from the suture hook stem. The tip of the hook fell into the joint and was retrieved. There was no pt injury associated with this event.

Manufacturer narrative:
Investigation findings: the suture hook was received for investigation without the detached portion as it was discarded by the facility. A visual examination found that the suture hook was detached from the needle tip at the weld. This type of damage can occur when excessive lateral force is applied during use. The info for use (IFU) cautions the user to avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may result.